Manufacturer narrative:
The device powered up properly after battery installation. No blank display, display anomaly or frozen screen noted. All buttons function properly. No damage noted on keypad traces. The keypad connector on lcd was locked. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test, unexpected alarms or reset time/date anomaly noted during testing. The device passed self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's friend reported via phone call that the customer's insulin pump received a battery change alarm, off no power alert, frozen display and keypad anomaly. The customer had been off the pump for about a year. The customer's blood glucose level at the time was 26mg/dl. Customer treated with sugar. Troubleshooting for off no power was performed. No new battery available to continue with troubleshooting. Battery change alarm troubleshooting was performed but pump is unresponsive. Troubleshooting for frozen display was performed. Insulin pump screen found not completely blank. Keypad anomaly troubleshooting was performed and found the pump to be unresponsive. Customer's friend was not aware of any significant events prior to keypad issues. No advice given in regards to discontinuation of pump use since customer has already been off the pump therapy. The product will be returned for analysis.